Manufacturer narrative:
The returned device was evaluated and the exposed soft cannula for the received pod was found to be kinked. During the fluid path test, fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The pod received was having evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on formed needle and bottom housing that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 296 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient administered a bolus if 4.65 units of insulin and removed the pod,